Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that intermittent occlusion alarms occurred, and the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Reportedly, customer continued to use the pump for insulin delivery. The customer¿s blood glucose was in the 400 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issues was verified, but the occlusion issue could not be verified.